Event description:
It was reported that a replacement infusion set was requested due to a line blockage alarm encountered during training. The issue was resolved. The event occurred while in use with patient. There was no patient injury.

Manufacturer narrative:
A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.